Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer feedback and device evaluation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below: the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It is noted as ¿unknown¿ if there was a delay to the start of pre-cleaning. The instrument/suctions channel was aspirated with water. No abnormalities were noted with accessories used for reprocessing. It is ¿unknown¿ if the scope was presoaked in detergent solution. Wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿. The instrument channel, instrument channel port, and suction cylinder was brushed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition to the foreign object inside the forceps channel, the following non-reportable malfunctions were found during the device evaluation the angle wires were stretched, the control unit has a scratch and discolored, the right/ left (r/l) knob and up/down (u/d) knobs have scratches. The forceps elevator (fe) knob and fe lever had scratches; the switch box has a scratch. Scope cover (s-cover), universal cord, and grip, scope connector cover has scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient angulation and the passive failure of the cleaning brush is unable to be determined. However, the foreign material (solid and fibrous) was identified as cellulose. The likely cause of the event is due to reprocessing deviated from the instruction manual. The event can be prevented by following the instructions for use (IFU) section: cleaning method is described in the reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) section 5 clean the external surfaces¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the angle of the gastrointestinal videoscope was insufficient and the cleaning brush was not inserted properly. The issue was found during the preparation for use for an unknown procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was a foreign object inside the forceps channel. This report is being submitted to capture the reportable malfunction found during evaluation.